Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 1. The patient's ultrafiltration reading was 78 ml. This meets iipv criteria. No patient injury or medical intervention was reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device. Review of the device logs revealed an ultrafiltration that meet increased intra-peritoneal volume (iipv) criteria, however, further review of the master complaint revealed that the device was a training unit only and not used on patients. Therefore, no iipv actually occurred. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.